Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and sterile peritonitis in a patient (age not reported) coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2 unknown bag (dose and frequency not reported, lot number 10k059) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had a break in aseptic technique. On (B)(6) 2011, the patient experienced sterile peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized. The patient received remedial treatment with tazocin 225 gm (route and frequency not reported). It was not reported if remedial treatment continued. It was not reported if the patient was retrained in aseptic technique. As of the time of this report, the patient remained hospitalized and the event of sterile peritonitis was ongoing and improved. Peritoneal dialysis (pd) therapy was ongoing. The patient was not on any concomitant medications. The nurse believed the event of peritonitis was unrelated to pd therapy and did not provide an opinion of causality for the break in aseptic technique.